Manufacturer narrative:
The needle will break if used aggressively or off-label. Customer service is verifying the details; received hand written note from customer service: "after two email attempts and two phone calls. I received a call back from (B)(6). He clarified that after taking the hp out of the patient they noticed that the plastic sheath was cracked and that the needle was protruding slightly from the sheath. They switched out hps and everything else went fine." Th unit was not returned for evaluation.

Event description:
During the procedure, more plastic cracked around the metal needle and the needle came out of the sheath. After taking the hp out of the patient they noticed that the plastic sheath was cracked and the needle was protruding slightly from the sheath. (Correction (B)(6) 2013).